Event description:
It was reported that the tip of inner catheter fractured. Reportedly, the procedure included treatment of a 260 mm lesion extending from the left proximal popliteal artery to the distal sfa. The physician deployed one stent in the proximal popliteal artery without difficulty. A second stent was successfully deployed in the distal sfa, overlapping the first one. However, during removal of the delivery system, the tip of the inner catheter fractured, but remained attached. The delivery system was removed without difficulty. The stents were post-dilated and the procedure was completed successfully. There was no report of pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met specifications prior to shipment. The delivery system has been returned for eval and the investigation is currently underway.